Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that in inability to irrigate occurred. A intellamap orion catheter was selected for a idiopathic vt ablation procedure. However that prior to insertion into the patient, the physician connected the fluid line under pressure to the catheter. The fluid would not flow into the catheter. The lines were checked multiple times. The catheter was replaced with another orion to completed the procedure and no patient complications were reported.